Event description:
It was reported that the drive support cap was loose and sticking out, and the customer pushed it back in. It was stated that the numbers were ramping on their own, and the scroll bar was not moving up or down without input from the customer. The blood glucose reading was 7mmol/l. Troubleshooting was performed, and the activate button was not responding. Instructed the caller to insert a new battery and the buttons responded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to an unlocked connector at the lcd board. A protruded/loose drive support disk, cracked case, scratched lcd window and missing end cap sticker also noted.